Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient noticed the infusion sets tubing was hanging and was not connected on his body. He tried to connect the lock into the site portion and it clicked and locked, but not the tubing quick release. As per the patient, he compared the tubing's quick release with the new set, there was no difference and no damage. Both, the site location and the pump was at the left side of patient's abdomen. Since (B)(6) 2022, the infusion set had been in use. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.